Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2007, a patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2014, the patient was admitted to the hospital due to a right common iliac artery aneurysm caused by a type I endoleak distal. The implanted device in 2007 ended short before the right internal iliac artery and retrograde blood flow caused the aneurysm. The physician decided to occlude the right internal iliac artery with a coiling procedure before implanting a gore® excluder® aaa endoprosthesis component. After the coiling procedure the patient was implanted with the component and the type I endoleak was solved. The patient was doing well following the procedure.